Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available.  However, it will be submitted within 30 days upon receipt.

Event description:
It was reported that "the stent deployed without any operation." There was no reported patient injury.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR? And evaluation codes. The product was returned for analysis. A non-sterile unit of ses smart control 6 x 40 120 cm sds was returned. Per visual analysis the device was returned with the locking pin. The catheter was partially separated at 3.5 cm from the ID band. The stent had not been deployed. Dimensional and functional analysis could not be performed due to the condition of the device. Per microscopic analysis several damages were noted. The outer member was separated and the inner member was exposed. Wires were separated and elongations and plastic deformation was noted. These conditions or characteristics revealed evidence of an application of a tension force that likely induced the separation. A frayed or split condition was noted on the brite tip. Per sem analysis the separated sections of the outer member and the brite tip revealed evidence of elongations. Elongation is a common characteristic of components that were stretched or pulled until separation. The braid wire revealed evidence of reverse bending and ductile dimples. Based on the available evidence, it is possible that a stretching or pulling of the device may be related to the outer member separation and the frayed or separated condition found on the brite tip. No other anomalies were noted.  The reported ¿stent delivery system (sds)-ses/ deployment difficulty - premature deployment¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (a rate of stenosis of 70%) or procedural or handling factors may have contributed to the event as evidenced by elongations and plastic deformations associated with the application of excessive force noted during analysis. According to the instructions for use ¿care should also be taken when deploying the stent as excessive force could, in rare instances, lead to stent deformation and/or fracture. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used.¿ neither the device history record (DHR) review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
It was reported that "the stent deployed without any operation." There was no reported patient injury. The target site was a lower limb artery stenosis. The rate of stenosis was 70%. The product was stored and handled according to the instructions for use (IFU). The device was prepped according to the instruction for use (IFU) guidelines. There were no difficulties experienced in prepping the device. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The delivery of the device to the lesion used a contralateral approach. There was no unusual force used at any time during the procedure. The smart control locking pin was in place during advancement towards the lesion. The locking pin was reported to have been on when the premature deployment occurred. The stent deployment system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient as was instructed in the IFU. Two sections of the stent were pre-maturely deployed without the user doing it. There was an attempt made to recapture it and it was removed by being pulled off. Review of lot 17182035 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.